Event description:
Product received and evaluated. The evaluation does not change initial reportability requirements.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. Follow-up #2 being submitted with the completed information in section d9 as the form was not allowing me to make a selection in that section in follow-up #1.

Event description:
Product received and evaluated. The evaluation does not change initial reportability requirements.

Manufacturer narrative:
Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4).

Event description:
The consumer alleges that he's had several more spinbrush replacement heads break and shatter.